Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was blank after battery change. Customer was advised to change batteries again and to call back if issue reoccurred for possible battery cap or insulin pump change.